Event description:
Over 75 infusion pumps (point of care units and modules) in the past 3 months have been brought to engineering after being exposed to IV fluids or cleaning fluids. The fluid invaded the iui connector between the point of care unit and the modules of the pump resulting in melting and burning of the connector and module. The iui connector design appears to be prone to this type of failure.